Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
As reported, patient's hip : "revised for pain. Doctor...was able to remove her accolade stem and put in a restoration modular implant." Rep provided usage information from the (B)(6) 2010 implantation.